Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: changed adverse event to 'yes' and date of death field to 'not applicable'. Evaluation summary: (B)(4) performance data collected from the device showed the device reached eri (elective replacement indicator) on (B)(6) 2010 approximately 46 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: changed adverse event to 'yes' and date of death field to 'not applicable'. Evaluation summary: (B)(4) performance data collected from the device showed the device reached eri (elective replacement indicator) on (B)(4)2010 approximately 46 months after implant. (B)(4) ceramic cap analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device has premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.